Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. The integrated electro surgical unit (iesu) was returned in a good condition. The iesu would not power on and therefore, the error logs could not be checked. The fuses were changed. The iesu will be sent to the original equipment manufacturer (OEM) for repair. A log review confirmed the prostatectomy with lymphadenectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, it was identified that the erbe was hot, and it smelled bad. Customer swapped out the erbe with another erbe unit from system serial number: (B)(4). Erbe was swapped successfully, and customer continued with the case. Technical support engineer (tse) reviewed logs and saw no errors from erbe indicating a high temperature. The procedure was completing as planned with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.